Event description:
The hcp reported that the sutureless connector was leaking cerebrospinal fluid upon connection to the pump port. The hcp thought the pump port may have been bent. No leak was found when 8575 pump connector was employed. There were no pt symptoms due to the reported device problem. The pt recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid.

Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.